Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 500 mg/dl. The customer also experienced nausea and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. No damage to the drive support cap was noted. It was also stated that the insulin pump had been exposed to moisture prior to the event. The type of moisture was unknown. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was operating within specifications. The device passed all functional testing. No moisture damage found on electronics assembly or motor. Cracks on the battery tube threads, reservoir tube and a scratched lcd window was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.